Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a health care professional (hcp) regarding a patient receiving morphine (10 mg/ml at 2.001 mg/day) and bupivacaine (10 mg/ml at 2.001 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had symptoms of withdrawal after a normal and expected pump replacement on (B)(6) 2018. They had acute diarrhea with blood in the stool, hot/cold flashes, persistent fidgeting, chills and sweats. The system was reprogrammed on (B)(6) 2018 and oral medications were provided to the patient. The event resulted in in-patient hospitalization. It was noted the event was related to the device or therapy and possibly related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2018. No further complications were reported.